Event description:
It was reported that the patient was having some atrial undersensing during atrial fibrillation. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).